Manufacturer narrative:
Conclusions: device investigation showed damage to the bifilar wire of the conductive link, as it might have been caused by repeated mechanical loads applied over time. Reportedly, the recipient has a radical cavity and its regular care may have induced increased mechanical stress on the conductor link. Also, the user had an external ear canal (eac) fungal infection at the time of events, which was likely due to device unrelated medical reasons, since the recipient has a history of eac/middle ear infections and review of the devices sterilization records shows that the device has been subject to a valid sterilization process. The observed sequence of ear canal infections and multiple manipulations of the eac, combined with the presence of a radical cavity, might have led to exposure of the conductive link in the eac and consequent mechanical stress. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
Since approximately end of (B)(6)2017 the recipient had not been hearing anything with the device. The client has a radical cavity and often had cleaning of the external ear canal with cotton swabs. The surgeon felt that this was under control prior to implantation and cleaning in the aftercare did not increase. The recipient also has a history of middle ear/external auditory canal infections. No other changes in hearing, major health changes or trauma has been noticed. However, the recipient was under antibiotics and oral steroids for external ear canal fungal infection in the implanted left ear. The recipient had been initially determined to be no longer in the indication criteria for the device; however on (B)(6)2017, the audiogram showed recovery of hearing thresholds, meaning that the user returned into the criteria. The recipient was re-implanted. The client was re-activated and reported hearing very well.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The client reported that since approximately 3 weeks ago she has not been hearing anything with the device (the audio processor replaced twice) and she reported today that with the second replacement still no sound was coming through. She has not noticed any other changes in hearing, no major health changes, or trauma/accident; however she is on antibiotics today for external ear canal fungal infection (left ear). Full unaided pta shows significant bilateral hearing deterioration- client was unresponsive for left bc across majority of frequencies and left ac thresholds within severe-profound. The program settings of the audio processor were checked and there were no problems reported for the audio processor.